Event description:
Customer reported having issues with her insulin pump not alarming no delivery when there is an occlusion. Customer did not provide any further details. She did not want to verify her information. Customer disconnected after saying she lives in the same place. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.